Event description:
It was reported that the insulin pump had a crack in the reservoir thread area and that the reservoir compartment had become loose. The blood glucose reading was unknown, but the customer stated that the blood glucose levels have been "good" since last week. Advised replacement of the insulin pump. The customer also inquired about no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unable to prime during the prime test due to faulty force sensor. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.